Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient was scheduled to have a revision done in (B)(6) 2025 because the lead fell or shifted and they needed to go back in to get them out of pain. There was a return of pain noted. A revision was scheduled. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. (B)(4) for battery message.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-oct-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that patient reported that he is still having bad days but more good days. The patient has been adjusting his stimulator with the manufacturing representative. On (B)(6) 2024 visit, patient stated that he has had to increase his setting due to increased inpatient. On (B)(6) 2024 patient stated that he has meet with a representative and reprogrammed his stimulator about two weeks ago. The patient had no relief since the reprogramming and come today to discuss lead revision. Lead replacement/revision occurred on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep), via a patient. The patient stated they were very upset with the lack of pain relief since the revision. He has worked predominantly with two former clinical specialists, both of which are no longer with the company. The patient stated they shared this with these people and that attempted reprogramming were done. The rep shared with the patient that they can try to reprogram the device at their future visit on (B)(6) 2025. Patient also shared with the rep that they are waiting MRI results and they can plan on meeting at this visit.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and reported they requested the device to be sent back to medtronic to be analyzed because they felt there was something wrong with the device the entire time they had it. Patient stated he wanted to make sure the rep did what he said he would do and sent the devices to medtronic. Agent made outbound call to patient and provided the information, ins and leads were sent back to medtronic on oct 9, 2025. Agent reviewed analyzed report are sent to the doctor's office. Patient reiterated issue already reported regarding their leads and implant. Patient stated the device never worked for him. Patient stated the medtronic rep said patient lied. Patient stated that was his 8th back surgery. Patient stated he is supposed to get the medtronic pump on nov 26, 2025 but he is not sure he will get a medtronic device because of the communication.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead h3. Analysis found the lead tested within specifications. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead h3. Analysis found the lead tested within specifications. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported the patient was scheduled for a surgical paddle revision and replacement of his neurostimulator. The reason for the revision is due to the previously reported lead migration and return of pain by the patient. The revision and replacement are scheduled for (B)(6) 2025. Additional information was received; it was reported due to the patient¿s anatomy and scar tissue the physician could not place the paddle lead so aborted the procedure and explanted the old leads and stimulator.